Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure due to inadvertent mishandling during protective sheath removal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use, the rx multi-link 8 3.5 x 18 mm stent came off the balloon when the protective sheath was removed. The device was not used and there was no patient involvement. Another device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.